Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 03.010.475, lot: 8925272. Manufacturing location: bettlach, release to warehouse date: jul 02, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Product investigation was completed. The driving cap (part # 03.010.475, lot # 8925272, mfg # 02-jul-2014) was received with the distal tip of the device completely broken off from the device where the distal tip begins. Distal tip was returned stuck in insertion handle. The 2 portions of the device were returned. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional analysis was completed and met specifications. Relevant drawings were reviewed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown surgery, the driving cap with suprapatellar tibial nail broke off in the insertion handle. The insertion handle broke off its threads. No fragments were generated. Procedure outcome was successfully completed with the delay of three (3) minutes. Patient status is stable. Concomitant device reported: unk - nails: tibial (part # unknown, lot # unknown, quantity # 1); insertion handle for suprapatellar ( part # 03.010.440, lot #: 160498-201, qty: 1 ). This report is for one (1) driving cap. This report is for 1 of 1 for complaint (B)(4).